Manufacturer narrative:
The reason for this revision surgery was to remedy stem loosening and pain after 3.5 years of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged, disability or permanent damage, and required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 16th complaint for this part number: five due to dissociation, three due to pain, one due to functional issues, one due to infection, one for wear, one due to device cracked/broken, one due to dislocation, one for fixation, and one due to revision. This is the first complaint for this lot number. The root cause for the stem loosening and pain was most likely due to the reaction the patient had to the implants. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a total hip arthroplasty performed in 2009 using a metal-on-metal bearing. The patient had a reaction to the implants, resulting in stem loosening and pain. The surgeon replaced the prosthesis with revision component and ceramic on polyethylene bearing surface.